Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing caused by lead noise was observed. The patient received inappropriate shock due to the noise about 3 weeks later. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).